Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a left side rupture and exchange from textured to smooth due to concern with the product. Device has been explanted.

Event description:
Healthcare professional reported a left side rupture and exchange from textured to smooth due to concern with the product. Device has been explanted.

Manufacturer narrative:
Device analysis: based on the device analysis grid, the assessments of the complaint are: rupture: broken device assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. Anxiety-product-procedure: unable to observe since it is not related to the device. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported a left side rupture and exchange from textured to smooth due to concern with the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.